Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the implantable defibrillator, premature battery depletion was observed. The device was explanted and replaced. The patient was stable post-procedure.

Manufacturer narrative:
Correction: UDI added to section which was not reported in initial MDR.

Event description:
It was noted that the deivce was explanted on (B)(6) 2017.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).